Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 6. Details of surgery: sinus perforation. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility and fistula. No further patient complications were reported.